Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "sale rep was made aware of the event via phone (B)(6) 2011. The inside seal was compromised. The operating room staff did not feel comfortable using the device so they used the other one they had on the shelf at the hospital."